Event description:
During review of the in-house programming/diagnostic history for a generator that was analyzed, it was observed that during interrogation on office visit on (B)(6) 2013 the patient's settings were different than what were programmed at the same office visit. The settings found were indicative of a faulted diagnostic test which occurred on 11/02/2013. The device was interrogated prior to the patient leaving the office on (B)(6) 2013 as recommended by device manufacturer to ensure the device is at the correct settings; however, the physician did not correct the settings. No patient adverse events were reported.